Event description:
It was reported that the user experienced persistent hyperglycemia while on pump therapy, replaced the infusion set and sensor, and was advised to pause insulin delivery if taking a manual injection; a guided supply change was subsequently completed with a new 23-inch teflon 6 mm inset infusion set and cartridge, followed by tubing and cannula fills, after which insulin therapy was resumed and glucose levels stabilized. Symptoms included elevated blood glucose. Outcomes included resolution of the hyperglycemia after the infusion set and cartridge change. Investigation included customer service troubleshooting and education, including verification of infusion set replacement and system setup steps. Investigation of this case revealed a cause not confirmed, with troubleshooting focused on potential infusion site or cannula issues; no alerts or alarms were reported and no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.